Event description:
It was reported that review of this other manufacturer rv lead on the remote monitoring system showed noise and spikes in pacing impedance from 500 ohms to 250 ohms. Discussed rv pace/sense looks appropriate, so recommended atrial lead evaluation in the clinic. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).